Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6. The cmp was confirmed. - visual examination of the returned impactor block identified signs of repeated use (nicked plus gouged) and a piece of the impactor block had fractured off confirming the reported event. All fractured pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. - review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. - reported event is not related to a combination of products; therefore a compatibility review is not applicable. - review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. - medical records were not provided. - device has a potential field age of 12 years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the femoral impactor head split upon femoral impaction. No patient impact, no surgical delay and surgical technique for the product utilized. Attempts have been made and additional information on the reported event is unavailable at this time.